Event description:
The reporter stated the surgeon implanted an aq5010v silicone three piece lens on (B) (6) 2009. The lens was explanted on (B) (6) 2010 due to the surgeon felt the diopter of the lens was not the true power. The lens was explanted with no pt injury, no enlarged incision or sutures. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4). Lens work order search. Results - visual inspection of the returned product found a piece of the lens optic torn off and missing. One haptic was torn off. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).